Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: unable to click device into sheath; no issues inserting bypass tube, but device wouldn't click in. Completed with another device. Additional information: procedure was a tvar, no significant calcium or tortuosity. Patient was fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr whereas a 29mm valve and 18f sheath was utilized, an 18f manta was planned for closure in the right common femoral artery. The manta device size selection guide for procedures using tavr sheaths indicates 16f sheaths (24.5f measured sheath od) are the largest recommended expandable sheath size to be used in conjunction with a 29mm valve. Ultrasound and micropuncture were utilized to gain central positioned access. Arteriotomy was noted 7.0mm with no significant calcification or tortuosity, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. However, while the physician was attempting to advance the manta closure into the sheath hub, the physician was unable to snap the delivery handle into the sheath hub and hear the audible click. The first 18f manta sheath and device were removed off the guidewire and a second 18f manta device and sheath were opened and loaded onto the wire. No issues were experienced while deploying the second manta device, hemostasis was immediate, patient outcome post procedure was fine. The cause of the inability to advance the first device into the valve is possibly due to the device becoming kinked. The root cause of a kinked device is likely too much force applied during the insertion into the sheath. The IFU was reviewed and confirmed to list warning: do not use if the manta delivery system becomes kinked. Do not use if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. Additionally, as noted in step 3, insert device: advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. Align the manta delivery handle to the sheath hub and carefully advance the manta closure until the delivery handle snaps to the sheath hub where an audible click will be heard. The manta closure is now fully inserted into the manta sheath.